Manufacturer narrative:
The returned device was inspected and reported allegation was confirmed along with few additional findings. Water tightness was not maintained due to falling off of the curved rubber due to external factors. Wrinkles were found on insertion tube and video cable. The universal code was found to be collapsed. Scratches were identified on the following parts: operation part, switch box, grip, angle lever, universal cord, operation part side ore dome of the universal cord, video cable, video connector, lg (light guide) connector, lg cover glass, video connector and u/d (up/down) angle fixing lever. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there were defects in the bending section rubber of the insertion tube of the flex videoscope. Upon inspection, it was identified that the bending section cover had fallen off and was detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the glue peeling was caused by stress or user¿s handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer.

Event description:
It was further reported, the "bending section cover damage" was noticed during preparation for use for a bladder test. The procedure was completed with a similar device.